Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was monitored for 6 hours with multiple basal rate. No blank display or display anomaly noted. No damage inside insulin pump noted. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and broken insulin pump belt clip slot.

Event description:
It is reported that a customer stated that their insulin pump is dead and unresponsive. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.